Event description:
The customer reported being in the emergency room for high blood glucose. The blood glucose reading was 125 mg/dl. The customer stated that the insulin pump kept losing its settings each time the battery is changed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.